Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
In a service work order, the service representative reported that there was a blood leak at the channel. Service was requested for cleanup of the machine. The service representative cleaned the machine. The pt identifier and age are not available at this time.